Event description:
Repair request initiated for device with the report of overheating and not rotating. No patient impact reported. Repair request escalated to a product event due to reason for return.

Manufacturer narrative:
H3: product analysis: no conclusion can be drawn. Evaluation could not be performed because it shows error code 16. It was noted that the shaft is cracked. This regulatory report is being submitted due to retrospective review through CAPA: 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.